Event description:
On 10-30-2006 orthohelix obtained information that, a revision surgery was performed in which our drlock volar distal radius plate was removed. On 11-6-2007, orthohelix was informed that the revision surgery was not because of a faulty implant but because of a condition called ulnar nerve palsy.

Manufacturer narrative:
This revision surgery was not necessitated by a failure of the device. The surgeon reports that the revision was needed to treat ulnar nerve palsy, a condition not related to the implant. The surgeon does not fault the device in any way; however during a previous complaint investigation it was determined that some of these devices did not meet manufacturing specifications. Appropriate corrective action was taken and the devices were removed from the field.